Manufacturer narrative:
Results: the lantern was kinked approximately 22.0 and 22.5 cm from the hub. Conclusions: evaluation of the returned lantern confirmed kinks on the proximal shaft. If the device is forcefully advanced against resistance, damage such as kinks may occur. The reported tortuous and calcified patient¿s anatomy may have contributed to the reported complaint. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (pavm) using a lantern delivery microcatheter (lantern) and pod packing coils (pod pcs). It was noted that the patient anatomy was slightly tortuous and calcified. During the procedure, the physician successfully implanted one pod pc into the target location using the lantern. While advancing the second pod pc through the middle of the lantern, the physician experienced resistance; therefore, the pod pc was removed. The physician then attempted to re-advance the same pod pc through the lantern; however, the same issue occurred. Therefore, the pod pc and lantern were removed. Upon removal, the physician noticed that the lantern was kinked. The procedure was completed using the same pod pc, additional pod pcs, and a new lantern. There was no report of an adverse effect to the patient.